Event description:
(B)(6) home health rn reported the new pump patient received (B)(6) 2026 is causing error: air in line. Home health rn completed troubleshooting steps several times, like changing tubing, and remove air from the tubing and IV bag, but error is still occurring. Home health rn stated pt was able to complete infusion with previous pump. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if pump is available for possible return. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 30gm. Gamunex-c 10% sdv indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.